Event description:
This device is not able to be interrogated. The device remains implanted at this time.

Manufacturer narrative:
This device was explanted on (B)(6) 2018. An error in the transmission of this follow up was discovered. The correct analysis results are now attached. Upon receipt, the ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Therefore the ICD was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption of the electronic module was directly measured and found to be elevated. Further detailed electrical analysis of the electronic module identified a damaged integrated circuit as the root cause of the clinical observation. At a next step the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation resulted from a damaged integrated circuit on the electronic module. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. It is therefore assumed that the damage occurred after the device shipment, however, the date of occurrence was not determinable.

Manufacturer narrative:
This device was explanted on (B)(6) 2018.